Event description:
The customer reported a problem with the tilt buttons. The cd blue buttons are causing the machine to tilt and will not work.

Manufacturer narrative:
The ge service rep found a cable loose. He removed and replaced the cable. The system is working as intended.